Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified: the cr prolong 40mm brng std exhibits a heavy indentation and backside wear marks. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: unk humeral tray cat#: ni, lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00420.

Event description:
It was reported patient underwent a revision procedure approximately one month post implantation due to dislocation. During the revision procedure, the surgeon noticed that the poly was no longer attached to the tray which was why the shoulder had dislocated. Poly was revised. Attempts have been made and additional information on the reported event is unavailable at this time.